Event description:
It was reported that post implant a realize band procedure, on the patient's second fill under fluoroscopy, the tubing was observed to be disconnected from the port. The strain relief was on the tubing. A port revision was performed and the case was complete with no patient consequence .

Event description:
Additional information received. The actuator ring was turned to the "unlocked" position by the surgeon at the time of explant. Three hooks did not retract due to tissue blocking the retraction mechanism.

Manufacturer narrative:
(B)(4). The injection port was disassembled. All four pins were present and correctly oriented. Further analysis suggests the 4th hook was not deployed during primary procedure when the port was attached to the fascia.

Event description:
It was reported that post a successful da vinci si prostatectomy procedure, the patient experienced unspecified nerve damage.

Manufacturer narrative:
(B)(4). One hook retracted on port and biological debris on actuation ring. The complaint is confirmed, tissue growth found on the port connection tube suggest that the catheter disconnected from the port at some stage during implant. A potential root cause of the reported event is that the port may not have been properly fastened to the fascia per the description contained within the product's instructions for use (IFU). This was evidence of the condition in which the port was returned with only 3 of the 4 hooks deployed and the actuator ring set to the unlocked position. The fact that the slot of the 4th, non-deployed, fastening hook is covered with biological debris (tissue in-growth) also suggests that this hook was not deployed at the time of implant. It is therefore tentatively suggested that improper fastening of the port may have resulted in port migration and ultimately port disconnection. A review of manufacturing records was performed and no discrepancies were noted during manufacture of the batch. All devices are functionally tested prior to release. A manufacturing issue is unlike to be the cause of the reported event. Our investigations concluded that the device was manufactured to specifications and met all release criteria.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.